Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperative leak occurred after using the device and re-operation was done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperative leak occurred in a upper gastrointestinal procedure after using the device and re-operation was done. The customer said that there were no defects with the device during the procedure and already explained that to the patient.